Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly. No number anomaly was noted on the display. However, moisture damage was noted on the keypad traces.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 107 mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).